Event description:
The customer reported to olympus, during reprocessing, debris was stuck in the elevator on the evis exera iii duodenovideoscope from the brush. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. No debris was found, and the elevator functioned normal. The plastic distal end cover and hold ring had dents and scratches. The bending section cover had scratches. The bending section cover glue was cracked and the insertion tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event could not be confirmed. Additional information could not be obtained from the user. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.